Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, the physician saw blood getting back into the balloon (subject device) despite the user not pulling the guidewire back. Also, during the procedure, the balloon catheter did not deflate, and the physician had to withdraw the guidewire and aspirate the lumen to deflate the balloon catheter. Angiography showed lucency at the balloon tip suggesting thrombus formation; therefore, the balloon catheter was removed from the patient anatomy. Angiography was normal at this point, but further thrombus did develop in the posterior communicating artery (pcom) a few minutes later after another coil and it was resolved after aspirin and tirofiban. The customer cannot really tie it to the subject balloon catheter. No additional information is available currently.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the physician saw blood getting back into the balloon (subject device) despite the user not pulling the guidewire back. Also, during the procedure, the balloon catheter did not deflate, and the physician had to withdraw the guidewire and aspirate the lumen to deflate the balloon catheter. Angiography showed lucency at the balloon tip suggesting thrombus formation; therefore, the balloon catheter was removed from the patient anatomy. Angiography was normal at this point, but further thrombus did develop in the posterior communicating artery (pcom) a few minutes later after another coil and it was resolved after aspirin and tirofiban. The customer cannot really tie it to the subject balloon catheter. No additional information is available currently.